Event description:
Five months ago a port (angiodynamics 9.6 fr model ssax-16-1) was removed from a patient who had completed cancer treatment. Unbeknownst to the surgeon at the time, the strain relief sleeve was retained subcutaneously in the soft tissue of the patient's left upper chest wall. The strain relief sleeve is a piece of silicone tubing about 2cm long that fits over the connection of the port reservoir stem and the catheter. No record could be located for the port lot number. However at the time the operating room was using the above model for that size port exclusively in patients on the pediatric service. Recently the surgery team was first made aware that the patient was complaining of discomfort from an object under the skin medial and adjacent to the port incision scar. The shape of the object matches the size of the catheter sleeve seen on the chest x-ray.